Event description:
Complaint is internal "blood leak" of the dialyzer. The leak was found immediately, at the onset of the dialysis. Blood was detected in the dialysate. Blood loss was reported as 250 ml due to discard of the extracorporeal circuit. The treatment was restarted with another dialyzer without further incident. There was no reported medical intervention or adverse effects to the pt. Complaint sample was disinfected and saved for eval. MDR filed due to blood loss reported. 3/31/99 fmc sales visited unit to pick up samples, four samples reportedly available from this lot number (8m20508) 4/1/99 informed by reporting rn that there was a problem with reuse equipment and that dialyzers were disinfected and available. 4/5/99 dialyzer samples rec'd by mfg plant. Dialyzers were not above lot number and were linked to other complaints.